Event description:
The system did not complete normal bootup. The number indicator at rear of work station displayed "80", and stopped.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge engineer visited the customer. He checked and replaced the mother board for 9600. He then began to start to boot up normally. The engineer checked other pcbs and its connections then found the cable had a risk of image noise. He changed this cable then checked all functions, found no problems, and fixed.